Manufacturer narrative:
The pump passed functional testing, and was received with normal operating currents and no unexpected off no power or low battery alarms. However, the pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated that the buttons are not working. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer stated that her blood glucose might be high because of the things she ate.